Event description:
"(B)(6) had an aln fracture. Have not seen that before. It was placed in april. Super renal.the dr. (B)(6) tried to retrieve the filter unsuccessfully. The filter leg was fractured before the attempted retrieval."